Manufacturer narrative:
Submit date: 2/28/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the pump failed to alarm properly for a power supply error.